Event description:
It was reported that the monitor does not light up even though the power cord is plugged in. A new monitor is being sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.